Manufacturer narrative:
Unique identifier (UDI) # (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a intracranial angioplasty procedure two (2) screws fractured and the tips remained in the patient's bone. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 1.5x5mm ht sd x-drive screw 5-pk (part# 95-6105, lot# 254150) showed signs of significant wear. Both of the screws were fractured near the head of the screw, around the first thread. The screws were not functionally tested as they were clearly fractured and missing nearly the entire threaded portion. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive torque applied during insertion of the screw. The instructions for use (IFU) for this screw states in the section titled 'warnings': intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled 'bone screws': excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.